Manufacturer narrative:
The customer contacted a siemens customer care center. A siemens customer service engineer (cse) was dispatched to the customer's site and tested the barcode scanner in diagnostics mode. The cse determined that the barcode scanner was performing according to specifications. The customer indicated that the non-siemens laboratory information system provided incorrect demographics (including results) for the sample processed. The customer contacted the lis provider and the lis provider cleared the database to correct the issue. The lis vendor believes this issue to be related to system cache (short-term computer memory). Siemens investigated the issue and determined that the issue is unrelated to the dimension exl with lm instrument. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that the results obtained for barcode identification (B)(4), (patient identification (B)(6)) on the dimension exl with lm instrument were associated with barcode identification (B)(4) (patient identification: (B)(6)). These results were not reported to the physician(s). The sample tube with barcode identification (B)(4) was not processed on the dimension exl with lm instrument. The customer indicated that a comprehensive metabolic panel (cmp) was ordered for patient identification (B)(6), while a basic metabolic panel (bmp) was ordered for patient identification of (B)(6). There are no known reports of patient intervention or adverse health consequences due to the event.